Event description:
It was reported, "as part of routine inspection at the hospital and following the inspection guidelines relating to ra 2009-008, the sterile services dept have reported via the sales rep that 3 further blocks have failed the inspection process. It was noted by the sales rep, that the hospital is currently using these blocks very frequently".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01603 and 01604.